Manufacturer narrative:
Section e1 shortened from(B)(6) to: (B)(6), due to character restrictions. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e315 error was noticed resulting in a noisy image, as well as rust being underneath the objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to aging over time was noticed to be the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced no image. This issue occurred during inspection for use. There were no reports of patient harm.